Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however, the front panel touch screen remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to be burnt. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the touch screen became operational. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank after the patient completed the treatment. The power cord was properly connected in both ends. The cycler was rebooted and the ok and stop buttons lit up, however, the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. There were no adverse events, injuries, or medical intervention required as a result of the event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required.